Event description:
General report received of an unspecified number of undocumented incidents of loss of suction. It was reported that during testing of the devices when suction was applied, cracks were noted on the lids of the liners; subsequently, loss of suction was noted. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. (B) (4). (B) (4).